Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. The returned one-way valve was attached to the catheter but the catheter was not under a vacuum. A guide wire was returned but it was not a datascope product. The sheath was not returned for evaluation. Product evaluation: vacuum was applied to the iab using the returned one-way valve and it held vacuum. A lab insertion test was performed using an 8fr lab sheath since the sheath was not returned for evaluation. The technician was able to successfully manually wrap and insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. Conclusion: the reported event cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
They are returning two (2) sensation plus 8fr. 50 cc iab catheters that would not go through the sheath. Iab insertion attempted. Moderate peripheral vascular disease noted on femoral/iliac. 8fr sheath included in insertion kit used. Balloon wouldn't pass distal introducer, resistance met. Balloon removed over wire and the sheath repositioned. Balloon reprepped. Insertion attempted again. Upsized to 8fr long sheath. Balloon attempted again. Was unsuccessful. Had some unrolled with multiple attempts. New iab opened and inserted without difficulty. Difficulties were encountered during insertion. No alarm sounded. No blood seen in the catheter tubing. No pt injury or death resulting from event.